Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient¿s cgm displayed a reading of 60 mg/dl, while a bg meter reading showed 400 mg/dl. This discrepancy was documented in the complaint. Additionally, the patient did not receive a low glucose alert from the cgm, despite having a low threshold set at 70 mg/dl. The patient was asymptomatic at the time. The patient did not calibrate the cgm and did not administer any treatment. She continued with her day and attended a scheduled doctor¿s appointment, during which blood work was done. The results indicated a bg level of 600 mg/dl, though no cgm value was recorded at that time. Following the appointment, the patient¿s daughter took her directly to the emergency room (ER). Upon arrival, the patient¿s bg meter reading had risen to 850 mg/dl. Again, no cgm value was reported for comparison. The patient was admitted to the ICU and treated with an unspecified IV drip. She remained hospitalized overnight and was discharged the following morning. The exact duration of the hospital stay was not recalled. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. At discharge, the patient¿s bg level was 200 mg/dl, and she was reported to be ¿fine¿ at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.